Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error alarm, software error and power error from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised on how to restart the pump with change of battery. The customer could not recall any significant events leading to the alarm. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump errors were found in the pump history due to a software error. The pump was received with normal operating currents. No unexpected low battery alarm noted. The power error alarm was verified in the long trace. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.